Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, blood/body fluid outer tubing overlay, blood in/on helix/lobe mechanism, lead stretched, apparent explant damage. Additional analyst comment - it cannot be determined at this time, but likely the blood in the overlay tubing restricted deployment. Full lead returned and analyzed. (B)(4) no anomalies found, lead stretched, damaged at implant. Full lead returned and analyzed.

Event description:
It was reported that during the implant attempt, there was fixiation difficulty and phrenic stimulation on the 4195 lv lead and positioning difficulty and unacceptable thresholds on the 4194 lv lead. The leads were not implanted. No patient complications were reported as a result of this event.